Event description:
Caller reported false positive troponin I (tni) results on triage cardiac panel when testing multiple specimens over several weeks. Cardiologist questioned whether there are any proteins in blood that would cause elevated tni.

Manufacturer narrative:
Investigation pending.